Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was noted that the cannula had dislodged from the site. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported by the prestataire that the patient was hospitalized at centre hospitalier d'orange louis giorgi due to diabetic ketoacidosis (dka). The patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 37 and 48 hours. It was noted that the cannula dislodged from the site. Symptoms reported include hyperglycemia, renal and cardiac failure. It was noted that the patient was in the intensive care unit (ICU) for 6 days. Additional information was requested regarding the treatment provided but is unavailable. If additional information is received it will be submitted in a follow-up report.